Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this proximal segment of the lead was returned and thoroughly inspected and analyzed. Damage to the insulation and webbing was noted. Due to the location and extreme twisting/damage along the whole length, it is likely that external stress applied to the lead body resulted in the oversensed noise. Past experience suggests patient manipulation of the device/lead through the skin (twiddler's syndrome) is a contributing factor to this type of damage.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead had episodes of noise in the logbooks that was being oversensed (no pacing inhibition), and was able to be reproduced with isometrics. The lead was explanted and replaced, where visual observation during the explant procedure revealed that the system had been twiddled. It was reported that the rv lead had been twiddled into knots, which had caused the pace/sense portion of the lead to poke out through the insulation. No additional adverse patient effects were reported.